Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routing device change out, no sensing or capture were observed on the old ra lead when the lead was plugged into the new device. The physician may have nicked the lead during the procedure. Another lead was used. Patient was stable.